Event description:
It was reported that following a myocardial ablation procedure to treat atrial fibrillation (a fib) using a farawave ablation catheter the patient experienced gastric discomfort and was observed to have pericardial effusion. It was noted that the patient's heart was relatively small. Due to the small size of the la, the proportion of the isolated area was relatively large. Approximately, 40% of the septum was ablated, assuming the septum as 100%. During the ablation procedure special care was taken to rotate the sheath clockwise to direct it anteriorly, in order to avoid connecting lesions along the posterior wall. Based on the recorded fluoroscopy images during the procedure, the flower shape appeared to have 5 petals lifted posteriorly, and it did not appear to have been deployed excessively outward. The patient underwent surgery on (B)(6), and was discharged on (B)(6). After discharge gastric discomfort began on august 1st, and the patient visited the hospital on (B)(6). Sinus node function was normal. ECG findings showed no abnormalities in the p-wave morphology. A CT scan confirmed a significant enlargement of the inferior vena cava, raising suspicion of right atrial failure. In addition, gamma-glutamyl transferase (ggt/gtp) and glucagon-like peptide-1 (glp) levels were markedly elevated (2-3 times more than the normal range). No pulmonary hypertension, embolism, or issues with the tricuspid valve motion were observed. However, a small amount of pericardial effusion was noted. After the visit the patient's condition slightly improved. A follow up visit was scheduled. The device is not expected to be returned as it was discarded by customer.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to initial MDR in block h6: patient codes.

Event description:
It was reported that following a myocardial ablation procedure to treat atrial fibrillation (a fib) using a farawave ablation catheter the patient experienced gastric discomfort and was observed to have pericardial effusion. It was noted that the patient's heart was relatively small. Due to the small size of the la, the proportion of the isolated area was relatively large. Approximately, 40% of the septum was ablated, assuming the septum as 100%. During the ablation procedure special care was taken to rotate the sheath clockwise to direct it anteriorly, in order to avoid connecting lesions along the posterior wall. Based on the recorded fluoroscopy images during the procedure, the flower shape appeared to have 5 petals lifted posteriorly, and it did not appear to have been deployed excessively outward. The patient had undergone ablation procedure on (B)(6) 2025, and was discharged on (B)(6) 2025. After discharge gastric discomfort began on (B)(6) 2025, and the patient visited the hospital on (B)(6) 2025. Sinus node function was normal. ECG findings showed no abnormalities in the p-wave morphology. A CT scan confirmed a significant enlargement of the inferior vena cava, raising suspicion of right atrial failure. In addition, gamma-glutamyl transferase (ggt/gtp) and glucagon-like peptide-1 (glp) levels were markedly elevated (2-3 times more than the normal range). No pulmonary hypertension, embolism, or issues with the tricuspid valve motion were observed. However, a small amount of pericardial effusion was noted. After the visit the patient's condition slightly improved. A follow up visit was scheduled. The device is not expected to be returned as it was discarded by customer.